Manufacturer narrative:
Investigation is ongoing. H3 other text : covid infected/ contamination. Could not be returned.

Event description:
As reported from germany by our edwards lifesciences affiliate, there were difficulties crossing the 29mm commander delivery system through the native aortic valve during a transaxillary transcatheter aortic valve replacement procedure. Due to an unfavorable angle, the 29mm sapien 3 valve became stuck in the commissure of the native valve and could not be placed as desired. Trouble shooting was attempted, but it was noticed that the flex wheel of the delivery system was no longer retracting. The flex wheel was turned in both directions, but there was tension noted on system due to unknown reasons. As the patient was unstable the decision was made to deploy the valve in the aortic arch. After stabilizing the patient, the procedure was switched to transapical approach. This procedure was successfully finalized without complications for the patient.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received. It was learned that there were attempts to withdraw the delivery system and valve without success. The following sections of this report have been updated: code added to h6 device codes. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and additional information added to h11. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The difficulty crossing the native annulus and the device articulation difficulty were unable to be confirmed. The commander delivery system is designed to be compatible with a standard guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the aortic arch over a guidewire with minimal interaction between the delivery system nosecone, crimped thv, patient vasculature and calcification that may be present. Flex/articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non-biased form. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilitation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior similar events that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or preexisting vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/bioprosthesis. Investigation results suggest/indicate patient factors (tortuosity) may have caused or contributed to the reported inability to cross native annulus; while procedural factors (excessive manipulation) may have contributed to the reported articulation difficulties. The experienced withdrawal difficulty of the device was unable to be confirmed. Commander retrieval through the deployed thv and through the esheath/esheath+ are validated. Flex properties such as force, deflection angle, and deflection plane are verified. The delivery system indicates direction of flex in regard to the e-logo on the system handle and has a flex indicator to provide a visual reference of the degree of articulation. Balloon material, shape, and thickness is selected for balancing compliance and strength. Inflation/deflation times are verified, and the inflation device is verified to ensure enough vacuum to remove all the inflation volume to keep the balloon at the smallest profile possible after deflation. Balloons are tested for fatigue and burst pressure and their bonds are tested for strength to minimize the risk of having integrity failure during removal. The esheath/esheath+ is designed in such a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to withdraw the system, including an optional technique for snaring a burst balloon that may facilitate retrieval. Review of prior similar events that were able to be confirmed indicates that patient and procedural factors can contribute to difficulty during withdrawal of the delivery system with crimped thv. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient factors such as calcification, tortuosity, or small vessel size may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath, resulting in difficulty withdrawing. Withdrawal of a crimped thv that has had its profile altered due to damage (such as bent inflow/outflow struts) or partial inflation can cause additional resistance during withdrawal, as the larger profile may interact with vasculature or the sheath. Furthermore, if the sheath was previously damaged, it can cause further resistance as the delivery system with crimped thv is withdrawn into it. In addition, if the thv is not centered on the flex tip, the proximal end of the thv maybe be exposed to the environment and cause it to become caught on vasculature or sheath tip during withdrawal. Finally, the edwards procedural training manuals instruct the user to withdraw the delivery system with crimped thv and sheath from the patient as a single unit. If the user attempts to withdraw the delivery system with crimped thv through the sheath hub, the thv may become caught on the hemostasis seals within the sheath hub, resulting in withdrawal difficulty. In this case, it is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, and/or withdrawal technique) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined for the device withdrawal difficulty experienced. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.